Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual examination of the returned device confirmed no damage. The returned unit was attached to an encore inflation unit. Positive pressure was applied. The balloon was inflated to its rated burst pressure of 12 atmospheres. The balloon inflated and deflated successfully. The encore inflation unit was verified before and after use using a calibrated pressure gauge. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-06176. It was reported that during a percutaneous coronary intervention, vessel dissection occurred. The de novo, 3.5x55mm target lesion was located in the moderately tortuous ostial to mid right coronary artery (rca). A 3.5x6 mm flextome cutting balloon catheter was selected for use in the ostial of the rca. After using the cutting balloon the physician noted a dissection in the ostial to the proximal end of rca. A 4.00x24mm promus element stent was selected to treat the dissection. It was noted that excessive force was applied while advancing the promus and there was difficulty crossing the lesion. While trying to position the stent, using a push and pull motion, the stent dislodged from the delivery balloon and was stuck at the ostium of rca. The stent was deployed in this location using the balloon of the delivery device. The lesion was treated with 3.5x38mm taxus liberte stent. The patient was stable post procedure.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-06176. It was reported that during a percutaneous coronary intervention, vessel dissection occurred. The de novo, 3.5x55mm target lesion was located in the moderately tortuous ostial to mid right coronary artery (rca). A 3.5x6 mm flextome cutting balloon catheter was selected for use in the ostial of the rca. After using the cutting balloon the physician noted a dissection in the ostial to the proximal end of rca. A 4.00x24mm promus element stent was selected to treat the dissection. It was noted that excessive force was applied while advancing the promus and there was difficulty crossing the lesion. While trying to position the stent, using a push and pull motion, the stent dislodged from the delivery balloon and was stuck at the ostium of rca. The stent was deployed in this location using the balloon of the delivery device. The lesion was treated with 3.5x38mm taxus liberte stent. The patient was stable post procedure.